Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a appendectomy, after pressing the green button, when the down button was pressed to fire, the reload popped open. After that none of the controls on the handle worked and the reload stayed open and articulated it would not return to a neutral position. Once the camera was moved back it was notice that a circular piece of metal at the articulation elbow of the reload and a small piece of metal in the patient that had come off the reload which was removed. The size of the port was increased to safely remove the articulated reload. Another reload was used with the same handle and adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one reload was inside of a tissue cavity. The I beam appeared partially advanced. Laminates could be seen herniated from the side of the reload. The blowout plate appeared damaged. A metallic object could be seen in the tissue cavity. The object could not be properly identified due to image quality. It was reported that the articulation joint was broken and was difficult to straighten. The reported issues were confirmed. It was also reported that the component disengaged and jaws will not remain closed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.